Event description:
It was reported that the pulse generator exhibited backup vvi mode when interrogated on (B)(4) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a descrepant integrated circuit. The product code could not successfully be downloaded.